Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin delivery. Reportedly, the customer is using the cartridge for 3 day¿s. Tandem technical support informed the customer that using the cartridge for 3 day¿s was off label per the tandem user guide.